Event description:
The patient reported that the device stopped functioning approximately six months after implantation. The patient stated that the device had been recalled and expressed concerns regarding the availability of records and assistance related to the implant. The patient referenced osteogen, a tibial fracture, her coccyx, and concerns that the implant had moved within her body. The patient reported being unable to obtain device removal and stated that healthcare providers had only offered pain management. The patient stated that she was given pain killers. The patient indicated an intent to pursue legal action. The patient was informed that, if the referenced device was the product in question, its intended therapeutic activity duration is approximately 24 weeks and that removal may be performed by a physician when clinically indicated. The call ended before additional information could be obtained. No further information was provided.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as 1998. D4: the serial number of the device is unknown. Attempts have been made for additional information, however, no further information was provided. D6a: as the day and month of the implant are unknown, the implant date is estimated as 1998. H4: as the device serial number is unknown, the date of manufacture could not be determined. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.